Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 failed to open and user was unable to recover it. The customer performed a hard reboot of the machine, but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 cubie pockets not being detected. The field service engineer (fse) removed the rear panel and confirmed the controller board lights were on. The station was shut down, and all cable connections within the drawer were reseated. After restarting the station, the customer was able to access the drawer and inventory medications successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.